Manufacturer narrative:
No device/product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Additional patient information: laboring mother; baby-in utero.

Event description:
The customer reported that during a primary infusion of pitocin 30units/lr 500ml at a rate of 8mu/min, the baby, in utero, experienced bradycardia. The rn stopped the infusion and turned the pump off while leaving the tubing attached to the patient. While providing education to the patient, the nurse noticed that the pitocin was infusing at a fast rate and that the patient had received a pitocin "bolus". The md was informed and terbutaline was administered to prevent and slow the patient's contractions; a fluid bolus was also given. The md came to the bedside and was considering a c-section when he was informed of the pump issue. A decision to hold off the c-section was made to allow the patient to recover from the large dose of pitocin. The patient was able to deliver the baby without further complications. Biomed tested the tubing set that was still in the device and it was found that when the clamp was released the pitocin free-flowed. The pitocin was hung as a primary line in a y-port with the main IV lr infusing as a primary as well. The baby and mother both recovered and there was no report of lasting harm to either. Received a copy of the customer's sus voluntary event report from FDA which states, ¿the patient was receiving pitocin for induction of labor at 8mu/minute. The baby had an episode of bradycardia. The pump with the pitocin was immediately turned off and disconnected from the patient. The nursing staff noted that an unusually large amount of the fluid had been infused into the patient. The staff tested the tubing. Even though the pump was turned off, when the staff released the clamp, the medication was freeflowing and not stopped by the pump. The baby's bradycardia recovered and no further harm to the patients."